Event description:
Hamilton medical ag received the following event description: device alarmed with technical fault 5507 during maintenance.

Manufacturer narrative:
Tf 5507 indicates leaking/defective mixer valves. The mixer valves have been replaced.

Manufacturer narrative:
Tf 5507 indicates leaking/defective mixer valves. The mixer valves have been replaced. Additional information added in follow-up #1 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications). After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following event description: device alarmed with technical fault 5507 during maintenance.